Event description:
Patient reported being hospitalized because IV line came out but that has been repaired and patient is home. Confirmed no changes to type of IV line. Dates of hospitalization not provided. Patient using cadd legacy pump. No further information available. Reported to cvs/caremark by pt/caregiver.